Event description:
The user facility reported that the patient on impella cp had oozing at site. The patient refused blood products, and heparin was stopped. Pressure was held by staff for 20 minutes, angle was corrected, suturing was applied, pressure dressing applied, and then bleeding was under control. Pump left in place, expired after p-2 care was withdrawn. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.